Event description:
The user facility reported that a portion of a guidewire's tip "broke-off" during a procedure. Reportedly, the detached piece of material was retrieved, the procedure was completed successfully and there was no impact on the patient. Additional event specific information has not been made available.

Manufacturer narrative:
The proximal portion of the involved sample was returned and evaluated. Visual inspection of the device confirmed that the guidewire had been damaged resulting in complete detachment of the distal portion of the wire, as initially reported. Measurement of the returned sample confirmed the length to be approximately 255-cm, which indicates that the breakage occurred approximately 5-cm from the distal tip (this section was not returned). The microscopic appearance is consistent with the guidewire having been damaged as a result of improper use, such as excessive bending torque followed by manipulation against resistance. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the warnings/precautions section of the instructions-for-use by statements such as the following: "failure to abide by the following warnings might result in ... Breakage/separation of the wire, that may necessitate retrieval." Additional statements in the instructions-for-use include: "if any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file at the manufacturing facility or appropriate tracking, trending, and follow-up.